Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing impedance measurements. There was a concern the rate/sense portion of the lead was fractured. An invasive procedure was performed. The device implanted with this lead was explanted due to routine change out. The rate/sense portion of this lead was replaced. The shock portion remains in service. No additional adverse patient effects were reported.